Manufacturer narrative:
Eval method: the device history and sterilization records were also reviewed. Results: the device history and sterilization records were reviewed and were found to meet specs and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
On (B)(6) 2010, the pt was implanted with an scs system. On saturday, (B)(6) 2010, the pt called the sjm rep to report that they had to recharge the ipg battery every other day. The sjm rep met with the pt on (B)(6) 2010. The sjm rep stated that the pt fully charged the ipg in the morning and by 11 am, the ipg battery icon was showing as 1/2 full. The pt also reported feeling a stinging/stimulation sensation at the ipg site but, says they're getting stimulation where needed (bilateral leg, hips, and back). A full diagnostic impedance reading was taken by the sjm rep and it was reported that it measured low impedance on all contacts of both leads. The pt had an x-ray of the ipg/lead connections and where it shows that one lead may be partially pulled out of the ipg header.